Event description:
It was reported that, "there were many sock debris on the pe of the centrax. Therefore, the surgeon tried to remove them but he could not remove any debris from the lacunule of the pe. The surgeon implanted the centrax with the patient by necessity."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. The surgical sock is bleached white cotton netting that is cut to size and placed over the centrax during packaging. Fraying of the cut sock material threads could have been deposited during packaging or upon removal of the surgical sock in preparation for use.